Manufacturer narrative:
(B)(4). Date sent: 04/29/2021. Per photographic evaluation: this is an analysis of three photos submitted for evaluation. During the visual analysis of photos, the following was observed: the photos show pieces of tissue on a table. However, the condition of the device could not be assessed. Based on the photos the event describe cannot be confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return.

Manufacturer narrative:
(B)(4). Batch # unk.(B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Photo(s) received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed (was this an anterior resection ¿ar¿? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? What was observed at the site of the leak? Is the colostomy temporary or permanent? What is the status of the patient? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported, after successful firing with ecs25a in ar, the anvil and body was detached while removing from the patient. The anvil itself was stuck in distal colon; operator tried to strongly withdraw it from the body. At almost same time for removal of this device, staple line and tissue are partially ruptured and operator tried to 2nd firing after transecting collateral tissue. After 2nd firing, a whole device was removed but staple lines are ruptured then anastomotic sites were opened as before. A colostomy was performed and finished the procedure successfully. Staple lines and donuts were seemed to be uniform. There is no adverse event such as post-op bleeding after surgery.